Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/20/2010 and 04/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "does not have intermediate or near vision without correction" (vision impaired). Product problem(s): "none reported" (no information [iol (intraocular lens implant]). A surgeon reported a patient who does not have intermediate or near vision without correction following bilateral intraocular lens (iol) implant surgeries. She stated that the lenses are perfectly centered and distant ucva is 20/20 for both eyes. She stated that the patient is "taking full correction for her intermediate (+1.00) and near (+2.50) vision". The surgeon reported that no further treatment is planned. Additional information has been requested. There are two medical device reports associated with this event; this report is for the left eye.